Event description:
It was reported that the patient has been experiencing pain since initial surgery. Patient reports he will need a revision surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding femoral component loosening involving a scorpio tibial insert was reported. Conclusion no deficiency of the tibial insert component was alleged; the revision operative report indicates the femoral component was grossly loose. There is no indication that the product reported in this investigation contributed to the event. The following additional product was added to the complaint after the initial medwatch was submitted: cat. No.: 71-4111r, scorpio ps femur waffle w/lfit, lot code: k01l274. Cat. No.: 7115-0009, series 7000 standard tibia, lot code: t01w240. Cat. No.: 73-2910, scorpio c-dome patella, lot code: k244. Cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rji403.

Event description:
Update per patient: patient had revision surgery on (B)(6) 2014.